Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: there was a misaligned force sensor component on the printed circuit board.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed data recorded from (B)(6) 2012. The black box records included "no cartridge detected" warnings. On testing, the pump was exercised for (B)(4) without loss of prime or prime-related warnings. The force sensor was evaluated and found to be calibrated within specifications. During the load step, the pump was unable to detect the cartridge and continued to push fluid out of the cartridge until the "cartridge not detected" warning was displayed. The pump was opened for investigation and revealed a misaligned force sensor circuit component on the printed circuit board.